Event description:
The facility representative reported depleted main batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.